Event description:
During the procedure to apply the fixator for a midshaft tibia fracture, the third of the four screws being inserted broke upon insertion into the second cortex. Another bone screw was used and the procedure was completed without injury to the pt.